Event description:
Report of crack in a port leading to underdelivery of hyperalimentation. An infant was receiving "pia" (hyperalimentation). The nurse noted a crack in the green port of the filter set and blood backup in the tubing. No blood loss reported, but the pt's blood sugar dropped to 45, which the customer states is low but not necessary to treat. The blood sugar increased to normal after the intravenous filter was changed and the intravenous fluid restarted. No pt harm was reported.